Event description:
It was reported that the saw blade coupling locking knob of the battery oscillator device came apart. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed visual inspection. During the assessment of the device, it was observed that the turn knob of the saw head had fallen apart, and the housing was cracked. It was further determined that the issue with the detached turn knob of the handpiece was due to a design error and the cause for the cracked housing was due to user error. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, check function of device, check for unintended motion, check in ¿off¿ mode and check oscillation frequency with frequency meter. It was determined that the issue related to the loose turning knob was due to a design issue which was escalated to CAPA. Therefore, the reported condition of the device knob coming apart was confirmed. The assignable root cause was determined to be traced to device design, which is a design issue.